Event description:
The customer reported a green fluid leak of approximately 20 ml from the coulter lh 750 hematology analyzer, which generated a "sheath tank not full" error message. The leak was not contained within the analyzer. The customer called back later to report finding disconnected tubing, which resulted in the rocker bed not functioning. The customer reconnected the tubing and beckman coulter (bec) customer technical support (cts) instructed the customer to clean the rocker bed sensor and reset the analyzer. The issue was resolved; however, the customer called back and reported that there were rocker bed error messages. A beckman coulter field service engineer (fse) determined from speaking to the customer that fluid leaked under the belt on the rocker bed causing it to stick, causing the analyzer to also generate "rocker bed not advanced" error messages. The operator was wearing a lab coat, protective eyewear and gloves at the time of the event. There was no report of biohazard exposure to open wounds or mucous membranes. No erroneous results were reported in association with this event.

Manufacturer narrative:
Bec contacted the customer on (B)(4) 2013. The customer had reconnected the tubing at the bottom of the upper sheath restrictor which resolved the leak issue and sheath tank errors. The customer also reported cleaning the rocker bed which resolved the rocker bed error message issues. (B)(4).